Event description:
It was reported that the abutment screw fractured at the site. The procedure was completed with another screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). PMA/510k: additional 510(k) number is k072642.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® titanium large hexed screw, ilrght was returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screw was fractured at the threads and the threaded portion was not returned. Signs of use were observed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. Bone density was type ii. Device history record (DHR) review was completed for the subject lot number (1251431). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review was conducted for the subject lot number (1245768) and revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event for similar events (complaint category keywords: fracture screw). Based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
No further event information is available at the time of this report.